Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On (B)(6) 2026, the distributor reported the following to anika we received an anika product complaint with the following event description event date was unknown for monovisc 4 ml us - (B)(6) lot number unknown. The device return is unknown. Event description: patient states they have a pinched nerve. Patient feels nerve issue improved but have no cartlidge-bone on bone. Doctor injected pt with monovisc. Pt has problems with mobility and pain. After injection they experienced pain, a fall, went to ER and walked around 6-8 months, no cartlidge left. Additional information is being solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Followup: the reporter described a patient with a history of knee osteoarthritis who received an intra-articular injection and subsequently experienced ongoing pain and mobility issues, with a reported fall and emergency evaluation; the event date was not provided and the product was not returned. Because the lot information was not provided, batch record review could not be performed; however, the product is manufactured and released to applicable procedures and specifications. A three-year retrospective review of nonconformance records and retention inspection records found no issues related to the reported event. The instructions for use were reviewed and were considered to sufficiently document warnings, storage and handling precautions, and potential adverse reactions, including transient pain, swelling, heat, rash/itching, bruising, and redness. A clinical assessment indicated the reported symptoms were most consistent with the underlying disease state and lack of treatment benefit rather than a product-related effect; therefore, a causal relationship could not be established, the complaint could not be confirmed due to limited information, and the event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 05feb2026, the distributor reported the following to anika we received an anika product complaint with the following event description event date was unknown for monovisc 4 ml us - 690016 lot number unknown. The device return is unknown. Event description: patient states they have a pinched nerve. Patient feels nerve issue improved but have no cartlidge-bone on bone. Doctor injected pt with monovisc. Pt has problems with mobility and pain. After injection they experienced pain, a fall, went to ER and walked around 6-8 months, no cartlidge left. Additional information is being solicited.